Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 459 mg/dl at the time of incident. The customer sensor glucose level was 40 mg/dl. Insulin delivery was suspended due to sensor values verses blood glucose differences. Sensor value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 40 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose. The insulin pump will not be returned for analysis.